Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt could no longer feel stimulation and no longer had voice alteration with stimulation. A system diagnostic was then performed, and high lead impedance was indicated. It was reported that there has been no trauma or manipulation of the device. The physician did not identify any lead breaks during review of x-rays. The pt will be sent for surgical consult.